Event description:
It was reported during a routine check performed by biomed personnel, the cs300 intra-aortic balloon pump (iabp) unit had a safety disk failure. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g2, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11 corrected fields: b5, e4, h6 (medical device - problem code) a getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to reproduce the reported failure. The fse performed functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by (B)(6), the cs300 intra-aortic balloon pump (iabp) unit has a safety disc failure. No patient involvement.